Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported event could not be conclusively determine; however, the puncture location was at or distal to the bifurcation of the superficial femoral and profunda femoris arteries. A radiographic cd-rom was returned with the event. Two procedures were provided on the cd. The first procedure was comprised of 2 imaging runs that represent pre-deployment angiograms. Contrast was visualized in the right and left anterior oblique (rao and lao) views. The catheter was seen in the artery and contrast documented the lower extremity arterial blood flow. The puncture site appeared to be below the lower aspect of the femoral head near the bifurcation of the superficial femoral and profunda femoris arteries. The second procedure consisted of three views taken in the rao and lao projections. These angiograms represented the lower extremity arterial blood flow. A blockage was seen and a guidewire was advanced to the site of the blockage. The angio-seal device instruction for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, a/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that post percutaneous transluminal angioplasty, an angio-seal was deployed in the puncture site near the bifurcation of the superficial femoral artery. The physician was in the angio-seal training process with the st. Jude medical sales representative present. The sales representative advised the physician not to deploy the angio-seal at that location. Hemostasis was achieved, but a pulse could not be felt in the dorsalis pedis artery. The patient did not experience any pain. After 15 minutes, an echo confirmed an occlusion. Angiography was performed from the brachial artery. The physician confirmed the occlusion where the angio-seal was deployed. The physician tried to cross the guidewire into the occlusion, but was unable to. The angio-seal was surgically removed. Allegedly, the angio-seal had been deployed laterally in the artery and the artery was flatly stretched, which inhibited blood flow and led to the occlusion. However, the physician believed there were additional factors that contributed to the obstruction. The patient is not making good progress.